Event description:
It was reported that the ilet user ate a meal, did not perform a meal announcement, and more than 30 minutes had elapsed. The agent advised not to announce the meal and to allow the ilet to correct glucose, indicating a user procedure issue related to the user interface. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caller and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.